Event description:
Dealer called in and stated that the right side of the chair where the front rigging sts is sheared off. Dealer stated the end user is rough on the chair and he is not aware what may have caused the incident.